Manufacturer narrative:
The device was rec'd. Investigation is not complete.

Event description:
Device malfunction: cuff mss/unraveled knot. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss was experienced and the device was successfully removed. Hemostasis was achieved using a second proglide device. At the end of the procedure, it was noticed that the knot was unraveled. There were no reported adverse patient effects. Though requested, no additional info was provided.